Manufacturer narrative:
A sample from the same lot number was tested to try and verify the complaint as no samples were returned. No damages nor other workmanship defects were detected. In order to reproduces the failure mode reported for the customer a cassette product was taken from production floor and filled as cassette IFU indicate, both extension sets were connected to the luer to perform a functional using a pump cadd legacy [cal. ID: 1.0238; due date: july, 2021]; the pump was set running and no alarms were activated in none of the samples, thus the failure mode reported is not confirmed. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during use of a smiths medical cadd extension set, a no disposable alarm was noted on the pump. No patient consequences were reported. No adverse effects were reported.